Event description:
It was reported right atrial (ra) lead was explanted due to an unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 155 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported right atrial (ra) lead was explanted due to an unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.